Event description:
It was reported that the introducer sheath was inserted on the right side of an obese pt with a significant amount of scar tissue in the area. During removal of the sheath, resistance was encountered and the hub disconnected from the body. A portion of the sheath material was left in the iliac artery. A surgical cutdown was performed to remove the piece of sheath. There were no pt complications.